Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "from case report forms from post approval study database- excessive bleeding intraoperatively, the on-x valve was explanted and a new on-x valve was implanted." Disease etiology - calcific stenosis no previous cardiac surgery hypertension - 140/90 mm hg no known hypercoagulability. A (B)(6) year old male, nyha iii, cardiac rhythm - sinus, disease etiology - calcific, aortic valvular lesions - stenosis, no history of congestive heart failure, no ventricular aneurysm, no history of neurological events, hypertension - yes (>140/90 mm hg), no known hypercoagulability, interrupted suture technique, no concomitant CABG, no other valves treated, no other concomitant cardiovascular surgery, excessive bleeding intraoperatively, outcome - fully resolved, anticoagulation therapy - heparin.

Manufacturer narrative:
A serial number could not be definitively attributed to the explanted valve. Multiple attempts were made to determine the serial numbers, but no information was forthcoming. However, in an abundance of caution, a manufacturing review was performed for the available serial number obtained. The manufacturing records for the onxace-21, (B)(4) (it is unclear which valve this serial number is attached to), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Initially reported, patient #75 in the on-x post approval registry study was implanted with an on-x valve on (B)(6) 2017 in the aortic position of a (B)(6) male, but this was explanted and replaced by another on-x valve intraoperatively following repair for excessive bleeding from the aorta. The information is limited and we have not received confirmation of the serial numbers of the valves involved. This review is concerned only with the valve that was explanted and removed. Unfortunately, we do not have any specific clinical information as to why the patient had such significant bleeding during the surgery, nor why it was considered necessary to remove and replace. Consequently, we don't have enough information to establish what, if any, relationship the explanted valve had to the need for its removal. The instructions for use (IFU), though, acknowledge that explantation is a risk associated with a complication (IFU). Based on the limited available information, root cause for this event is unknown. No further action is required at this time.

Event description:
According to initial reports, "from case report forms from post approval study database- excessive bleeding intraoperatively, the on-x valve was explanted and a new on-x valve was implanted." Disease etiology - calcific stenosis no previous cardiac surgery hypertension - 140/90mm hg no known hypercoagulability (B)(6) male, nyha iii, cardiac rhythm - sinus, disease etiology - calcific, aortic valvular lesions - stenosis, no history of congestive heart failure, no ventricular aneurysm, no history of neurological events, hypertension - yes (>140/90 mm hg), no known hypercoagulability, interrupted suture technique, no concomitant CABG, no other valves treated, no other concomitant cardiovascular surgery, excessive bleeding intraoperatively, outcome - fully resolved, anticoagulation therapy - heparin,